Event description:
It was reported that bd insyte autoguard IV catheter bent during infusion. The following information was provided by the initial reporter: the device is failing at completion, where the tip bends during the venoclysis procedure. We also inform you that the product is not available for collection.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3167575. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Narrative below.

Event description:
06.nov.23: add info received. Was there any harm to the patient as a result of what happened? There was no harm to the patient. 30.nov.23: add info received. "I can't give you these details. The non-compliance was opened in the system and I was unable to get more detailed answers about it from the nursing team. We at the pharmacy opened the techno-surveillances, and reviewed the nursing reports, which in this case was "the device is failing to finish, where the tip bends during the venoclysis procedure." ¿we have not had any other complaints regarding this catheter.